Event description:
It was reported that "upon initiation of the fiber during a prostate procedure, a large "burst" came off the fiber", at 0 joules of use and 0:00 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no injury".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits melting; the fiber within the glass cap is blackened. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.